Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and leading to the pump shutting down. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.